Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges continuing sharp pain, trouble walking, standing and bending down to lift objects. After review of medical records for MDR reportability, revision operative notes state that the patient was revised due to failed right total hip arthroplasty. Operative notes also reported osteolysis and bone resorption at medial calcar and osteolytic defect noted inferiorly and medially behind acetabulum. Additional thick bloody fluid emanated from the defect and a sample was taken and sent to cytology. It was also reported that patient has proximal femoral osteolysis in the medial calcar as well as a cyst behind acetabulum extending into the symphis. Pain and some weakness were also reported. Clinic visit indicates severe degenerative joint disease and complaints of difficulty performing any type of exercise and persistent pain. Physical therapy progress notes stated decreased strength, coordination and functional mobility. Xray and CT scan results show osteolysis and pseudotumor formation. MRI scan also reported elevated ion levels and psuedotumor without lab results.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No coed available (3191) is used, to capture surgical intervention.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation record received. Litigation alleges pain, difficulty walking, elevated metal ions levels and pseudotumor.